Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# (B)(4), product type: programmer, physician. Product ID: 8870aau01, serial# (B)(4), product type: software. Information references the main component of the system. Other relevant device(s) are: product ID: 8840, serial/lot #: (B)(4), ubd: , UDI#: (B)(4); product ID: 8870aau01, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 information was received from a manufacturer representative (rep) regarding a patient receiving infumorph (10.0 mg/ml , 0.062 mg/day) via an implantable pump for malignant pain, non-malignant pain, intractable spasticity, cerebral palsy, multiple sclerosis and spinal cord injury/spinal cord disease. (B)(6) 2018, the manufacturer representative (rep) was at the facility for a pump implant and called to discuss appropriate programming for the new pump implant. The new pump was a 20 ml pump. New catheter was implanted and 30 cm was removed from the existing spinal segment for a total catheter volume of 0.185 ml. The pump was filled with 18 ml of drug. The rep programmed a priming bolus (0.325 ml over 20 minutes) with simple continuous mode then updated the pump. The rep then changed the simple continuous mode to minimum rate of 0.062 mg/day while the priming bolus was infusing. The rep indicated they had two session data reports and none of the reports showed a priming bolus was programmed. The rep interrogated the pump per ts instruction and there was no priming bolus infusing and the reservoir volume had not decremented down. The reservoir volume started at 18 ml, and remained at 18 ml. The rep faxed in the programming strips and they were reviewed. A priming bolus was not programmed based on the received reports. The rep was going to re-interrogate the pump and confirm the reservoir volume had not decreased then would program a priming bolus of 0.325 ml. This was discussed with the healthcare professional (hcp). No patient symptoms were reported. On (B)(6) 2018, additional information was received from a manufacturer representative (rep). Additional information reported a priming bolus was successfully programmed. The failure of the initial priming bolus programming was unknown. There were no adverse symptoms as a result of the programming issue. The programmer used to perform the initial priming bolus that appeared to fail was (B)(4) software card aau 8870 serial number (B)(4). A second 8840 and software card were used to successfully complete the programming of the priming bolus.